Event description:
During attempted removal of 35 mm balloon over-wire after deflation, the catheter snapped leaving a length of catheter and balloon in esophagus approx 20 cm long. It could not be removed endoscopically because of its size, material and location in the esophagus. Required removal under general anesthesia. With rigid esophagoscopy. Examination of esophageal mucosa unremarkable.